Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it shutting down unexpectedly could not be verified or duplicated. Ventec downloaded the device's electronic records for analysis, but found no evidence of it powering off by itself unexpectedly during use, no abnormal power on events and no instances of power on events without power off events in between (which can indicate a prior inappropriate loss of power). Ventec was unable find any data in the electronic record that supported the device experiencing an inoperative event. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: the reporter responded to ventec's request for additional information about the patient. As a result, sections a1, a2, a3 and a4 have been updated, accordingly. Ventec continues to investigation the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has contacted the reporter in order to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.